Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found. The longevity anomaly was believed to be due to a programmer software anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for routine follow-up, premature battery depletion was noted. There was no elective replacement indicator, so the physician elected to follow-up patient normally. After three months, device was found to reach end of service. Device was explanted and replaced. No further information was available.

Event description:
New information received notes that the patient was fine after the procedure.